Manufacturer narrative:
Reliability analysis inspected 5 opened/used sensors and performed visual inspection and found 2 of 5 sensors damaged. First sensor with cannula retracted inside sensor base. Second sensor was found with cannula broken with missing part still in tubing. It was unable to confirm if the customer received sensors in said condition due to customer returned opened/used. The 3 remaining opened/used sensors had a bicarbonate buffer solution test and 2 of 3 sensors failed; one with low readings and the other for no isig readings. Introducer needle passed per specifications and missing 4 needles.

Event description:
The customer reported via phone call that she received a sensor error alert. The customer stated that she inserted it the morning of the call and when she pulled the needle out it felt strange and was hard to remove. Blood glucose value was 167 mg/dl. The product was replaced and returned for analysis.